Manufacturer narrative:
The software investigation found that a root cause was unable to be determined without further information since the behavior could not be replicated. Per the reported event, the most likely cause was that the patient tracker was inadvertently moved by the user as the alleged inaccuracy occurred after changing the surgical setup when going to a sterile setup.

Event description:
A medtronic representative reported that during a catheter-based procedure, the surgeon alleged the navigation system was inaccurate. The surgeon successfully registered the patient and was accurate; after going sterile an inaccuracy of approximately 5 millimeters was observed. The surgeon re-registered the patient to restore the accuracy. There was a delay of approximately 10 minutes due to this issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. No parts have been received by the manufacturer for analysis.